Event description:
It was reported the patient's pump was replaced on (B)(6) 2012. The pump was having daily motor stalls thus the patient's pain levels were fluctuating. The patient's wife also heard the pump alarm. The patient was receiving intermittent therapy. The device system was used to deliver morphine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter, product ID 8590-8, lot# n298148, serial#, implanted: 2012 (B)(6), explanted: product type accessory. (B)(4).